Manufacturer narrative:
PMA/ 510k p050017/s006. Additional information has been received relating to this event that is currently under investigation. Another follow up report will be submitted with the investigation conclusions. Note a correction has been made to this report. This report has been categorized as a malfunction report and not an adverse event report. No adverse effects to the patient have been reported as occurring.

Event description:
Additional information has been received relating to this event that is currently under investigation. Another follow up report will be submitted with the investigation conclusions. Note a correction has been made to this report. This report has been categorized as a malfunction report and not an adverse event report. No adverse effects to the patient have been reported as occurring. Initial description submitted as follows: the customer had difficulty using the zilver stent. When the safety lock was removed from the product, it didn't deploy, the physician tried to deploy it but he couldn't. When the device was inserted into the artery under fluoroscopy, the markers of the stent were visible. They had failed to release the stent. Another stent was used and the procedure was successful. After this they tried to remove it again but it was very difficult, they pulled out the wire but the stent was missing.

Manufacturer narrative:
PMA/ 510k p050017/s006. A 1 x zfv6-125-9-8.0 device of lot number c1213440 was returned for evaluation. Device was returned in the original packaging and was open on receipt. Lab evaluation held in (B)(4) on the 18 aug 2016. On evaluation of the returned device, damage was noted to the distal end of the white tip. The entire delivery system had been examined for damage, and no damage was noted to the outer sheath or the pusher ring. The complaint device was returned with the red safety tab mounted on the device. It has been confirmed that the stent was not returned with the delivery system. Using calibrated ruler, the outer sheath measured 125.9cm which was noted to be within specification. The cause of this event cannot be conclusively determined. Upon examination of the returned device, there is no evidence to suggest that the device was manufactured incorrectly. No defects were observed that could have caused or contributed to the deployment difficulties the physician experienced during the procedure. The following additional information has been provided for this complaint file. It is known that the device was flushed through both flushing ports before the procedure, as per IFU. A new non- hydrophilic 0.035 inch stiff wire guide was used during this procedure. The wire guide was wiped between uses. The user advanced the delivery system to the target location without difficulty. It was confirmed that the user pulled the handle toward the hub during deployment and delivery system was not pushed during deployment. The user confirmed that high resistance was encountered during attempted stent deployment. The user answered ¿no¿ to the following questions: was pre dilatation conducted before stent deployment; was the patient¿s lesion heavily calcified / anatomy tortuous; was there any damage noted to the wire guide; was the stent deployed smoothly / without difficulties; was the stent eventually deployed. It was confirmed that imaging will not be provided for this complaint file. According to the complaint information available, the user advanced the delivery system over a 0.035 inch wire guide without difficulty. The user began stent deployment by removing the red safety tab and attempted to deploy the stent. However the user experienced high resistance during deployment and was unable to successfully deploy the complaint device. According to the lab evaluation there was damage noted to the distal end of the white tip which suggests it met resistance. At this point, the user removed the complaint device from the patient and deployed another device successfully. Post procedure, the user attempted to deploy the complaint device again. However the user noticed the stent was missing. As per the complaint information provided "..when the device was inserted into the artery under fluoroscopy were visible markers of the stent". In addition the rep stated that during the procedure you could see the markers. As the red safety tab had been removed from the device, it is possible the stent had inadvertently deployed on removal of the delivery system from the patient. It can be noted, that the user answered ¿yes¿ to the following question: did the user experience difficulty/resistance when removing the delivery from the patient. As per the attached complaint form "a section of the device did not remain inside the patient¿s body". Further information has been requested regarding the location of the missing stent, and the following information has been provided: ¿they think that the stent wasn¿t inside the introducer¿; ¿they haven¿t see the stent¿ and ¿the stent is not in the patient¿. Based on the above it is unlikely that the stent could be missing from the device. Each manufactured unit is 100% inspected for presence of the stent therefore a missing stent would be detected prior to packaging. It is possible the deployment difficulties the user experienced were due to patient anatomy. However, the user answered ¿no¿ to the following question: was the patient¿s lesion heavily calcified / anatomy tortuous. However as the conditions of use cannot be replicated, definitive root cause of this event cannot be conclusively determined. As there is no evidence to suggest that the deployment difficulties did not occur, this complaint is confirmed based on customer testimony. A review of the relevant manufacturing records did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue effects the entire lot # c1213440 ; upon review of complaints this failure mode has not occurred previously with this lot # c1213440 according to the complaint information, the delivery system was removed and another device was used to complete the procedure. No adverse effects were reported for this patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Due to the receipt of additional information and the conclusion of this investigation re-assessment has been carried out and this event no longer meets the FDA MDR reporting criteria of a serious injury or malfunction report. The initial report was submitted based on very limited information and an assumption the stent deployed in an unintended location in the patient. Additional information was received from the user that the stent did not deploy in the patient. Risk assessment was carried out on this event and the worst case scenario risk assessment for this event is low. Initial description submitted as follows: the customer had difficulty using the zilver stent. When the safety lock was removed from the product, it didn't deploy, the physician tried to deploy it but he couldn't. When the device was inserted into the artery under fluoroscopy, the markers of the stent were visible. They had failed to release the stent. Another stent was used and the procedure was successful. After this they tried to remove it again but it was very difficult, they pulled out the wire but the stent was missing.

Manufacturer narrative:
PMA/ 510k p050017/s006. There will be a follow up report within 30 days pending the completion of the investigation.

Event description:
The customer had difficulty using the zilver stent. When the safety lock was removed from the product, it didn't deploy, the physician tried to deploy it but he couldn't. When the device was inserted into the artery under fluoroscopy, the markers of the stent were visible. They had failed to release the stent. Another stent was used and the procedure was successful. After this they tried to remove it again but it was very difficult, they pulled out the wire but the stent was missing.